Manufacturer narrative:
A visual examination of the returned device found that the deployment suture thread had been fully released and was not returned. The stent was on the delivery system shaft and it was noted that the distal end of the stent had not fully expanded. It appeared as though the retention suture had "melted" into the distal end of the stent cover. It was noted that the stent cover appeared shrunken, preventing the stent from expanding. No issues were noted with the shaft of the device. No other issues were noted with the device. Given the event description and condition of the returned device, there isn't enough information to determine a probable root cause. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial stent was attempted to be implanted within the main bronchus of a patient on (B)(6) 2013 during a stent implantation procedure. According to the complainant, the stent was being implanted to treat a 2.5cm malignant stricture. The patient's anatomy was not tortuous, and had not been dilated prior to the stent placement. The stent was prepared for the procedure by removing the stylet and lubricating the stent using xylocaine jelly before inserting the guidewire. During the procedure, the stent was positioned in the desired location and the suture was released. No part of the suture remained on the stent; however the physician noted that both ends of the stent were fully expanded but the inner 3cm had not expanded. The physician attempted to remove the delivery catheter from the patient but the physician noted resistance and attempted to release the delivery catheter from the stent by moving the shaft up and down. The physician noted that the stent would move when the catheter was moved. The delivery system was removed without resistance from the patient and the stent was removed with it. The device was inspected outside the patient and it was confirmed that the suture had been completely removed from the stent. The middle portion of the stent appeared stuck to the delivery shaft and to have not expanded. The procedure was completed with another ultraflex esophageal stent. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial stent was attempted to be implanted within the main bronchus of a patient on (B)(6) 2013 during a stent implantation procedure. According to the complainant, the stent was being implanted to treat a 2.5cm malignant stricture. The patient's anatomy was not tortuous, and had not been dilated prior to the stent placement. During the procedure, the stent was positioned in the desired location and the suture was released. No part of the suture remained on the stent; however the physician noted that both ends of the stent were fully expanded but the inner 3cm had not expanded. The physician attempted to remove the delivery catheter from the patient but the physician noted resistance and attempted to release the delivery catheter from the stent by moving the shaft up and down. The physician noted that the stent would move when the catheter was moved. The delivery system was removed without resistance from the patient and the stent was removed with it. The device was inspected outside the patient and it was confirmed that the suture had been completely removed from the stent. The middle portion of the stent appeared stuck to the delivery shaft and to have not expanded. The procedure was completed with another ultraflex esophageal stent. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Exact patient age is unknown; however, the patient was reported to be over 18 years old. (B)(4) for the reported event of stent failed to expand. (B)(4) for the reported event of difficulty removing delivery catheter. The device has been received for analysis; however, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial stent was attempted to be implanted within the main bronchus of a patient on (B)(6) 2013 during a stent implantation procedure. According to the complainant, the stent was being implanted to treat a 2.5cm malignant stricture. The patient's anatomy was not tortuous, and had not been dilated prior to the stent placement. The stent was prepared for the procedure by removing the stylet and lubricating the stent using xylocaine jelly before inserting the guidewire. During the procedure, the stent was positioned in the desired location and the suture was released. No part of the suture remained on the stent; however the physician noted that both ends of the stent were fully expanded but the inner 3cm had not expanded. The physician attempted to remove the delivery catheter from the patient but the physician noted resistance and attempted to release the delivery catheter from the stent by moving the shaft up and down. The physician noted that the stent would move when the catheter was moved. The delivery system was removed without resistance from the patient and the stent was removed with it. The device was inspected outside the patient and it was confirmed that the suture had been completely removed from the stent. The middle portion of the stent appeared stuck to the delivery shaft and to have not expanded. The procedure was completed with another ultraflex esophageal stent. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.